Manufacturer narrative:
A medtronic representative went to the site to test the imaging system equipment. It was found that the mobile view station (mvs) could not boot up. The medtronic representative replaced two fuses. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Site declined to return part for analysis.

Manufacturer narrative:
No findings are possible due to no on-site evaluation being performed and no parts have been received by the manufacturer for analysis. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not complete start up. No additional information was provided. There was no patient present when this issue was identified.